Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. Reportedly the bolus button was under responsive and no damage to the button cover was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/14/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 05/29/2015 with the following findings: on investigation, the alleged audio bolus button issue was not duplicated. No damages were found with the bolus button cover and the button responded properly to user input. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the keypad buttons. Unrelated to the complaint, the display was found to be dim with a reddish contrast and the battery compartment was cracked below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).